Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's atrial lead exhibited low, out of range pacing impedance. Inappropriate mode switch due to noise oversensing was also noted on the lead. Insulation damage was noted on the lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.